Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported, in relation to the patient implanted for failed back surgery syndrome and spinal pain, that the implantable neurostimulator (ins) was not helping with their severe back pain. The patient had tried increasing stimulation to address this, but there was no resolve or decrease in pain level at all. No falls/trauma were related. The patient was redirected to their healthcare provider (hcp). It was then noted that the hcp and nurse had directed the patient to the manufacturer. This was noted to have occurred suddenly. When the pain started, he was not doing anything out of the ordinary. He was helping his in-laws with yard work and he had resumed exercising a while ago. He had been able to return to work part time and was no longer walking with a cane. This occurred 4.5 days ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.